Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of no buzzer upon start up. The unit was triaged and the customer¿s reported condition was confirmed. A component of the buzzer circuit appears loose. A formal corrective and preventative action was opened. The unit has been repaired, tested, and recertified per procedure. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that they were having an issue with their enteral feeding pump. Upon triage on (B)(6) 2017, service found that the unit had no buzzer upon start up.